Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the receiver and transmitter on (B)(6) 2016. Patient was advised to reset the receiver and connection was re-established. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 02/24/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.